Event description:
It was reported a multiple right iliac stent placement of another manufacturer's stents, performed in 2000, resulted in vessel perforation. An attempt to tamponade the perforation with another manufacturer's balloon was unsuccessful. This tracheobronchial graft was then successfully placed inside one of the stents to successfully block the perforation. The pt's condition was fine and was discharged. 21 days later, the pt returned to this facility with swelling and lower leg pain. An angiogram revealed the section of the stent where the graft was placed was occluded. The pt was treated with administration of tissue plasminogen anastomsis (tpa) for three days. Following this treatment a balloon angioplasty was successfully performed. The pt's condition is fine and has since been discharged. This device remains implanted. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, iliac artery stent placement as a prophylactic measure. The co believes, user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."